Manufacturer narrative:
Upon device return and inspection, it was observed that the flush luer detached from the flush port. The reported event was confirmed.

Event description:
It was reported that during preparation for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulse field ablation catheter was selected for use. During catheter testing, just before inserting the catheter into the sheath, the physician tried to connect it continuous to pressurized heparinized saline bag. He noticed that flush port was broken and disconnected from the catheter. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulse field ablation catheter was selected for use. During catheter testing, just before inserting the catheter into the sheath, the physician tried to connect it continuous to pressurized heparinized saline bag. He noticed that flush port was broken and disconnected from the catheter. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.